Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was irritating the tricuspid valve. The lead was explanted and was not replaced. It was further reported that a remote transmission showed that the ipg had discrepant atrial event diagnostics between the af/af summary data and the arrhythmia episode log. The clinician was unable to tell which diagnostics were correct. It was noted that the discrepancy was due to the dual chamber ipg being programmed in a single chamber mode after the ventricular lead was removed. The ipg remains in use. No further patient complications have been reported as a result of this event.